Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a data file from the reported incident was provided for review. Review of the device activity log does show occurrences of the reported error message. However, the reported problem cannot be confirmed without the device being returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.